Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6) medical center. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the glenosphere impactor fractured during an initial procedure. The correct surgical technique was used. No complications, injuries, surgical interventions, or foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed as the product was returned. Visual examination of the returned product/provided pictures identified that the impactor tip is fractured and damaged. Damage/wear and tear indicates repeated use. The length and diameter of the tip are confirmed to conform to print specifications. The features of the fracture surface visually align with an internal research memo in which a bending overload fracture failure mode was identified. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.